Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 32 mg/dl at the time of the incident. The customer was at 227 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as sweating and collapsing. The customer was wearing the insulin pump during the incident. The customer was unsure whether the low was caused by the customer giving too much insulin or the pump over delivering. Troubleshooting was completed and a hardware low level failure alarm occurred during the self test, but the pump passed the displacement test and a second self test. The insulin pump will not be returned for analysis.